Manufacturer narrative:
It was reported by customer that the patient complained that the tubing was leaking. One sample was received for quality investigation. The customer complaint of separation was verified by visual inspection. Visual inspection of the sample submitted shows that the distal male luer connector has separated from the infusion set. Further examination of the infusion set indicates that there is an insufficient amount of trace solvent on the inner surface of the tubing, to maintain a strong bond between the tubing and the male luer connector. The male luer connector was not submitted by the customer for further investigation. The investigation was forwarded to the manufacturing facility to determine a possible root cause for the infusion set separation. The possible root causes for the issue are the inappropriate use fo the assembly fixture to perform the tube and luer combination. Additionally, it is also possible the equipment bushing occluded causing a lack of solvent to be dispensed. Ultrasonic washing of the equipment bushing, a new fixture was added to the assembly process between the tube and male luer, and additional equipment were added to secure and align the assembly were introduced into the process in order to correct the issue in future production. A device history record review for model 2426-0500 lot number 23073295 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 23073296 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material #: 2426-0500, batch #: unknown. It was reported by customer that the patient complained that the tubing was leaking. The nurse who had originally attached without issue assessed and noticed that the male luer lock was disconnected from the tubing. Verbatim: complaint received via email. Email(s) attached. Product compliant from wednesday october 4th involving the bd alaris pump infusion set back check valve 3 smartsite y-sites ref 2426-0500. This tubing was primed in the morning in preparation for the clinic that day it was attached to the patient¿s extension set with no issue, but shortly after the infusion of the 0.9% sodium chloride flush started, the patient complained that the tubing was leaking. The nurse who had originally attached without issue assessed and noticed that the male luer lock was disconnected from the tubing (see attached photo) no injury noted for patient or staff as systemic treatment had not yet been initiated there product is available to send in for investigation, but I will require a return kit big enough to accommodate the tubing a 500ml 0.9% sodium chloride bag of fluid unfortunately, I do not have a lot # to report. Please advise of next steps.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated and leaked. The following information was received by the initial reporter with the verbatim: product compliant from wednesday (B)(6) involving the bd alaris pump infusion set back check valve 3 smartsite y-sites ref 2426-0500. ¿ this tubing was primed in the morning in preparation for the clinic that day ¿ it was attached to the patient¿s extension set with no issue, but shortly after the infusion of the 0.9% sodium chloride flush started, the patient complained that the tubing was leaking. ¿ the nurse who had originally attached without issue assessed and noticed that the male luer lock was disconnected from the tubing (see attached photo). ¿ no injury noted for patient or staff as systemic treatment had not yet been initiated

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.